Manufacturer narrative:
On (B)(6) 2022, mentor became aware that a patient experienced bilateral capsular contracture baker grade iii post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade iii, generalized illness. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient was replaced with two 405cc mentor memorygel breast implants. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient has a planned explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade unknown, back pain, shoulder pain, hair thinning out, plantar fasciitis, fatigue, irritable anxiety, acne/rash, not feeling like herself, on thyroid medication, arthritis, eye vision worsening and joint pain post procedure. In 2012, patient had a surgical intervention on the right sided breast implant. No further details were given in regards to the surgical intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.